Manufacturer narrative:
D: device information is unknown. E: initial reporter is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
Per a publication, an impella cp was placed to support the 49-year-old male patient who had been admitted in with a myocardial infarction and cardiogenic shock. The patient was transferred to a tertiary center from the community for continued monitoring post angioplasty of the coronary arteries. The cp support and medical history is detailed in a publication, and the publication notes underlying disease of aortic dissection and coronary artery disease. When admitted into the tertiary center the team escalated the cp to the impella 5.5 pump. The cp site had a groin bleed/hemorrhage despite the use of a manta closure device. The patient remained unstable and so the access site was surgically revised and during the surgery the team noted a retroperitoneal bleed. The 5.5 remained on until day 69 when the publication notes the pump was removed and replaced by a durable left ventricular assist devices (lvads). Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Vascular injury is a known risk associated with impella support as described in the instructions for use.

Manufacturer narrative:
Corrected information was provided in g1 (manufacturing site name). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
D1. Brand name updated. D4. Catalog updated. H6. Medical device problem code a01 added and a24 removed.

Manufacturer narrative:
B3: updated date of event.